Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted percutaneously via the right femoral artery access in an 88-year-old male patient for acute myocardial infarction and cardiogenic shock scai shock stage e. The patient¿s comorbidities were known coronary artery disease. He developed cardiac arrest prior to initiation of support requiring advanced cardiovascular life support with return of spontaneous circulation. The patient was intubated and maxed on multiple pressors. He experienced multiple arrests requiring multiple shocks with return of spontaneous circulation. The patient was brought to the catheterization lab where the impella cp device was inserted. The patient was found to have severe multi-vessel disease. He then arrested. The family elected to withdraw care and the patient expired while on support. The patient's death was most likely due to his underlying critical clinical condition as he presented in shock stage e.